Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose while using the ilet, with a measured value of 236 mg/dl that was decreasing after a recent meal, and the user was advised to continue monitoring. Symptoms included hyperglycemia without reported secondary clinical manifestations. Outcomes included no alarms, no hospitalization, and no medical intervention beyond monitoring. Investigation included review of the event details and user report. Investigation of this case revealed no device malfunction or component issue based on available information, and the event was consistent with hyperglycemia of unclear cause following a meal. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.